Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Concomitant medical devices: 00588001602 64652974 femoral component; 00598801112 64400895 stem extension straight long 12mm dia x 155mm length(combined length 200mm); 00599003610 64087753 distal femoral augment block precoat may be used with posterior and/or anterior blocks size f 5 mm augment with screw. Foreign country: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03562.

Event description:
It was reported that a left leg amputee stood up from his wheel chair on his right leg, twisted and fell. Subsequently, the patient was revised approximately one month post implantation due to disassociation. Attempts have been made and additional information on the reported event is unavailable at this time.